Event description:
Attempted to deploy angioseal. Unable to advance collagen. Angioseal sheath removed and manual pressure held. Heparin 7000 units given IV during procedure. Aggrastat IV bolus and drip started. Negative hematoma.